Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case the 26mm sapien valve ¿jumped¿ to an 80:20 aortic position during deployment. Transesophageal echocardiogram (tee) showed moderate central aortic insufficiency and moderate paravalvular leak with all three leaflets moving but not coapting centrally. The wire was removed and no change was noted thus a second 26mm sapien valve was implanted one cell lower than the first valve. Tee showed trace paravalvular leak and zero central aortic insufficiency. The sheath was removed with rapid pacing and the patient was transferred to the unit in stable condition. Per report, the patient was prepped in normal fashion. Arterial and venous access was obtained on the right side of the patient. Purse string sutures were placed and the ascendra sheath was inserted. There was bleeding noted from between the sheath and the myocardium. The balloon valvuloplasty (bav) was done with a 20x4cm cordis balloon and apical bleeding was still slow and continuous. Next, the 26mm sapien valve was inserted and positioned in the annulus prior to retracting the pusher catheter. As the pusher was being retracted the valve moved into the annulus, as the valve was pulled back into position it was caught on the calcified native leaflet and torrential aortic insufficiency was immediately present. The thought was that either the leaflet was torn or inverted causing the aortic insufficiency thus immediate placement of the valve was required to correct the aortic insufficiency. The patient became hemodynamically unstable with blood pressure in the 40mmhg range. The patient was rapid paced at a rate of 100 and the valve was deployed. During deployment the valve ¿jumped¿ aortic into an 80:20 position. The apex continued to bleed and the patient¿s pressure remained low in the 50mmhg range until vasopressors were administered. Mitral regurgitation became severe and pulmonic pressures increased. Transesophageal echocardiogram (tee) showed moderate central aortic insufficiency and moderate paravalvular leak with all 3 leaflets moving but not coapting centrally. The wire was removed and no change was noted. The sheath began bleeding heavily and was removed without rapid pacing and the apex secured. It was decided that a second valve was needed to correct the aortic insufficiency so the apex was re-instrumented with a new sheath and a second 26mm valve was prepared and deployed one cell lower than first valve. Tee showed trace paravalvular leak and zero central aortic insufficiency. The possible root cause of the initial severe aortic insufficiency was attributed to a torn native leaflet during valve placement. During this case the image intensifier angle (iia) was described as good. The coaxial alignment of the delivery system and the valve was fair. Ventilation was not held during deployment. There was no loss of pacing capture during valve deployment. There was mild mitral annular calcification. The patient¿s native valve/ leaflet calcification was described as severe. Aortic root calcification was reported as moderate. The patient¿s ejection fraction was 30%.

Manufacturer narrative:
Please reference related manufacturer report no. 2015691-2013-20224.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic insufficiency are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (severely calcified native valve/leaflets) and procedural factors (complications during the initial positioning of the sapien valve, sub-optimal coaxial alignment, ventilation not being held during deployment which likely caused the valve to jump aortic during deployment and possibly contributed to inadequate co-aptation of the sapien valve leaflets) appear to have caused and/or contributed to these events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.